Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(4). One device was returned for evaluation. Visual inspection revealed no obstructions, damaged, broken, or other defects. Functional testing could not replicate the reported issue; no leaks were identified. The root cause could not be determined. No further action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable exhibited a leak at the connection of the pigtail and administration set. The even occurred during infusion, the infusion was not life sustaining, and patient received all but was leaked. No adverse patient effects were reported by the customer.